Manufacturer narrative:
This report is being sent following an internal audit.

Event description:
In early 2007, the patient reports that she feels she is experiencing withdrawal and has a refill scheduled for five days later. Patient as being treated for pain with intrathecal morphine. Attempts to obtain more information on the patients experience and outcome, from the patients follow-up physician, were unsuccessful. Manufactures tracking system indicates the patient expired (3/20/07).